Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to power on the device. Physio replaced the power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and was unable to determine further root cause.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the nibp monitoring function. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.